Event description:
Info received indicates the left siderail will not stay up.

Manufacturer narrative:
The technician found the siderail end tube was split and four rivets were missing. The technician replaced the end tube and rivets to repair the bed.